Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy (medication, programmed amount and delivery rate unknown) in the emergency room. Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 320 which was reproduced while opening the door attempting to run a loaded set. System error 320 was confirmed through review of the event history log. This was caused by a failed upper hook switch. The upper auxiliary was replaced to correct this condition.